Manufacturer narrative:
Received: one used. List #mc330523, 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer; lot #unknown. The used mc330523 assembly was pressure leak tested and no leakage was detected at any location along the fluid path, and none observed at the filter vents of the two inline filters. The complaint was unable to be replicated or confirmed. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer where it was reported the 0.2-micron filter, on green ring lumen of trifuse extension set, was found leaking. The leak occurred during the infusion of amino acids/dextrose combination total parenteral nutrition (tpn). The pump also was alarming for occlusion. The trifuse was changed and the issue was resolved. The problem is recurring. It is unknown how long into the infusion did the leak occur. There was no report of any blood loss or bleed back. There was not any hole, cut, tear or any defect noted. There was patient involvement and no apparent harm - reached patient/person.

Manufacturer narrative:
The device has been returned for evaluation. Investigation is pending. Additional reporter: (B)(6).